Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records review was conducted. The report indicates that the: 04.511.404, lot # 9585023 manufacturing location: (B)(4), manufacturing date: 31.jul.2015. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information is not available for reporting. (B)(4). (B)(6). The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. Without a lot number the device history records review could not be completed. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reported an event in (B)(6) as follows: it was reported that in the surgeon's opinion the design of the matrix curved sagittal split plate implanted in the patient caused the patient's bone to break on the proximal side. The patient underwent revision surgery to remove the complained plate on (B)(6) 2016. The patient will be revised new, unknown reconstruction plates; however additional treatment information was not provided to the manufacturer. The complained plate and associated screws were initially implanted on (B)(6) 2015. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Patient ID is (B)(6). Patient weight is unknown. Product development evaluation: the returned plate is slightly bent with plier marks on the screw holes. Two (2) screws were received still engaged in a bone segment while the other four (4) were returned detached. The investigation determined that the user used an incorrect combination of plate and screws for the indication by mixing the plate (04.511.404) and screws (401.043), which is an ¿off label use¿ of the synthes devices. Synthes promotes and recommends that the reported plate be used with screws having part numbers 04.511.204 - 04.511.208. These screws had been tested and are approved for such indications. The user has intentionally used a different screw type with the plate. These screws have different head geometries and have not been approved for use with the plate. Based upon the above assessment, this complaint does not support a general device or design issue for the tested and approved matrixorthognathic articles. No product fault could be detected. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant device(s) reported: 2.0mm ti cortex screws, 6mm (part: 401.043 / lot unknown / quantity: 6).